Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It is suspected that the oversensing was due to electromagnetic interference on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.